Event description:
It was reported that the device lost suction. This 2.1mm jetstream xc catheter was selected for use during a lower extremity angiogram procedure. During the procedure during the third pass with blades up, suction was lost. Attempts to clear and regain suction were unsuccessful; therefore, another of the same device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory this jetstream atherectomy catheter was visually and microscopically examined for any damage. Visual examination revealed that the sheath was kinked at the strain relief. Microscopic examination revealed no additional damages. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis found damage that could have contributed to the failure to evacuate.

Event description:
It was reported that the device lost suction. This 2.1mm jetstream xc catheter was selected for use during a lower extremity angiogram procedure. During the procedure during the third pass with blades up, suction was lost. Attempts to clear and regain suction were unsuccessful; therefore, another of the same device was used to complete the procedure. There were no patient complications.